Event description:
It was reported that during a laparoscopic appendectomy procedure in 2008, the device was fired initially and it worked fine. The device was reloaded and fired. When they went to take the device out, the reload cartridge came out of the jaws and remained in the trocar channel. When the trocar was pulled from the pt, unawares to the surgeon, the cartridge remained in the pt. The pt returned with pain in 2008. They had an abdominal abscess. A cat scan and abdominal work was performed. The abdominal work showed the image of the cartridge. The cartridge was removed. The pt is fine. The device was discarded. The cartridge will be returned. Three additional attempts have been made for followup info, no response has been received to date.

Manufacturer narrative:
Date sent: 06/08/2009. Eval summary: the analysis showed that the tr35w cartridge reload was received. The reload was received with damage on one side of the cartridge deck, fully fired and with the cartridge lock out tab normal. In addition the cartridge pan was noted to have damage on the pan surface, the damage to the cartridge pan is consistent with an improper loading technique, if the cartridge is not fully inserted into the channel, when the device is fired, it can cause the pan to dislodge from the cartridge. The reload was loaded into a test device and did not fall out. A batch record review was performed and no anomalies were found during the manufacturing process.